Event description:
It was reported that a user experienced episodes of low glucose while using the ilet, with troubleshooting and education completed and oral glucose used for correction. Symptoms included hypoglycemia. Outcomes included temporary interruption of normal activities. Investigation included review of reported event details and user-reported troubleshooting steps. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that no device malfunction could be confirmed and that the event was consistent with user-specific factors and an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.